Event description:
It was reported that the unit's buttons were sticking, this caused the system to run without the surgeon stepping on the buttons.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.